Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose level was 236mg/dl. A system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer had been using the current cartridge for 5 days. Tandem technical support (cts) advised the customer that labeled usage for novolog was 72 hours and insulin may be affected after that time. Cts advised the customer to perform a complete supply change to resolve the current occlusion alarm.